Event description:
Patient reported, via ansm, right side crack on device and that the prosthesis is completely degraded, with their contents spread in the entire thoracic cavity. Periprosthetic silicon perspiration noted on explant report. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration and rupture.